Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm anastomosis. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, the device was stuck with a non-boston scientific guidewire and significant resistance was also encountered. The catheter and the guidewire were removed as a single unit and no damage was observed on the device. Additionally, since dilation was successful, the procedure was completed with the guide wire and balloon catheter before they were removed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm anastomosis. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, the device was stuck with a non-boston scientific guidewire and significant resistance was also encountered. The catheter and the guidewire were removed as a single unit and no damage was observed on the device. Additionally, since dilation was successful, the procedure was completed with the guide wire and balloon catheter before they were removed. There were no patient complications nor injuries reported.